Manufacturer narrative:
An earlier submission reported that two cartridges from the same lot number were affected by the issue. It was discovered that the lot # of one cartridge was b201602 as previously reported and the lot # of the second cartridge was b201632. Investigation was completed on both cartridges with the same conclusion as was previously reported.

Event description:
A family member alleged that foreign material was seen in cartridges on three occasions after she filled them with insulin. She reported that the first cartridge appeared to have a particle of unknown origin floating in the insulin; the second and third cartridges reportedly had what looked like a hair or fiber in the cartridge. The family member stated that the problem occurred with two different insulin vials and cartridges from two different boxes. The family member acknowledged that she removed cartridge supplies from the sterile packaging and placed them on a kitchen towel prior to cartridge fill. She denied use of the sterile packaging to place the supplies during the fill process. She stated that she did not detect foreign matter in the insulin vial and used alcohol swabs to clean the top of the insulin vial. The family member reported that another family member filled the most recent cartridge and no foreign material was noted. The family member could not rule out the possibility that the cartridge supplies were contaminated with a dog hair or fiber from a household object. Customer support instructed the family member to place pump supplies on a fiber-free and/or sterile material after removing them from the package prior to use. This complaint is being reported due to the following conclusion: there is evidence that the cartridge contamination occurred during patient use but there is a possibility that the cartridges were contaminated during the manufacturing process.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no debris observed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
There is no patient impact associated with this complaint. The cartridges have not yet been returned to animas for evaluation. The patient has continued to use the pump with cartridges from the same box with no reported subsequent events. If the products are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).